Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Two days prior to the peritonitis diagnosis, the event was manifested by cloudy effluent. On the same date as diagnosis, the patient was hospitalized to an intensive care unit and was treated with vancomycin (1gm, intravenous every 72 hours, ongoing) and amikacin (100 mg, intravenous every day, ongoing) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.